Event description:
The device was used during a thoracoscopic bullectomy procedure. Reportedly, the clips did not advance. The surgeon applied another device to complete the procedure. No pt injury reported.